Event description:
At the end of year 2023, hearing performance with the device was affected. Intermittent sound with the device was reported. The recipient has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the header assembly. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. In addition, a reduced electrical impedance between coil and eap/rg (evoked action potentials/remote ground) electrode was discovered. Further damage to the active electrode caused by excessive mechanical stress was found. This is final report.

Event description:
At the end of year 2023, hearing performance with the device was affected. Intermittent sound with the device was reported. The recipient has been re-implanted.